Event description:
Customer reportedly received the following results on the compact plus system: within 10 minutes: 20 mg/dl and 150 mg/dl and within 10 minutes: 21 mg/dl and 93 mg/dl. No adverse event was reported. The remaining strips were discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.